Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA. Our eval found the clip did not advance into the jaws properly due to an excessive width on the clip carrier.

Event description:
During a ima/acvb procedure, the clips slanted in the jaws. The surgeon applied another device without patient injury.